Manufacturer narrative:
The reported product is an unknown prismaflex set. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set, clotting was observed in the patient line. Treatment was ended without blood restitution which was reported to cause a drop-in hemoglobin, (no numerical values were reported). It was reported the patient required a blood transfusion. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation, therefore a sample evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.